Manufacturer narrative:
It was reported that the customer experienced a low blood glucose (bg) level of 61 mg/dl. Reportedly, the reason for the low bg was due to the customer delivering too much insulin. Customer reported that she woke up with a bg of 81mg/dl. Customer delivered a bolus for 29-30 grams. Customer reported that when the pump calculates a bolus, the customer does not typically deliver the full amount. The customer stated at the time of the report, the full suggested amount was delivered and the customer subsequently experienced the low bg level. The customer ate food to address impacted bg level. Reportedly, the customer will meet with the health care provider to discuss the low bg level. At the conclusion of the report, customer's bg was 150 mg/dl. Tandem quality engineer evaluated pump data and concluded the following: low bg level was confirmed on (B)(6) 2017. There were no irregular bolus requests. Basal rate was adjusted up from .8 u/hr to 1.45 u/hr for five hours, then from 1.45 u/hr to 1.75 u/hr just before low bg level was recorded. Back to back cartridge change sequence was conducted, with two fill tubing processes completed. Basal rate adjustments may need to be lowered to compensate for daily activity. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 61 mg/dl. Reportedly, the reason for the low bg was due to the customer delivering too much insulin. The customer stated a bolus with 29 grams or 30 grams and 81 mg/dl was delivered. However, customer reported that when the pump calculates a bolus, the customer does not typically deliver the full amount. The customer stated at the time of the report, the full suggested amount was delivered and the customer subsequently experienced the low bg level. The customer ate food to address impacted bg level. Reportedly, the customer will meet with the health care provider to discuss the low bg level.